Event description:
Information was received from a healthcare provider and company representative (rep) regarding a patient receiving intrathecal fentanyl (200 mcg/ml at unknown dose) and bupivacaine (40 mg/ml at an unknown dose) via an implanted pump for spinal pain indications. It was reported that the hcp was able to aspirate some of the drug from the pump but when they tried to fill the pump with the drug it got stuck. The caller stated they thought there was something lodged in the reservoir port or inlet of the reservoir. The caller stated that they expected 3.3ml in the reservoir and aspirated 1ml before they were ableto withdraw anything else back. The caller reported minimal bubbles in the syringe/tubing system. The caller then stated they were only able to fill 1ml of drug before experiencing high resistance. Technical services (ts) checked if they were using a medtronic refill kit and the caller stated they were not. The caller stated that they used medline refill kits with 2-3" 22 gauge needles. The caller stated they had refill issues with this patient the last three times now. A dye study was performed to be sure nothing was wrong with the tubing system and everything looked good. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative (rep) stated that cause: the bupivacaine in the reservoir may have had a small granule wedged in the reservoir causing challenges to aspirate and refill medication. Action: the hcp flushed the reservoir with preservative free norma saline. It was noted that the current bupivacaine concentration was at 40mg/ml. The new rx was at 20mh/ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.